Event description:
It was reported that the new techs were training to load the aq2015a three piece silicone lens and inadvertently used the wrong injector. Consequently, the lens tore as it was inserted into the eye and was removed without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation codes results: visual inspection of the returned product showed the lens was received in two pieces, the injector plunger was broke and no visible damage was noted to the cartridge. There was evidence of a clear surgical residue. (B)(4).